Manufacturer narrative:
The instrument has been investigated. The field svc enginner (fse) evaluated the instrument and found a bad plunger clamp, and tip clip in the reported problem area of the pipette assembly. Replaced plunger clamp, lid spring and tip clip. The instrument was cleaned, tested without further problem, and was returned to expected operation.